Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is unknown with the obtained information if the reprocessing has been implemented in line with the IFU, we could not specify the cause of the remaining foreign material. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor field performance for this device.